Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller alleged the rear caster bearings need replaced and that the drive wheels have normal wear and tear. That the inner bearing and the assembly kit fell apart.